Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during sterile processing of the device at the user facility, the device tip was found to be chipped and silver plating material was missing, posing the risk of material being lost in a surgical site. There were no adverse consequences related to this event.

Event description:
It was reported that during sterile processing of the device at the user facility, the device tip was found to be chipped and silver plating material was missing, posing the risk of material being lost in a surgical site. There were no adverse consequences related to this event.